Event description:
During a stent grafting to the acute thoracic aortic aneurysm (taa) in the right renal artery, there was resistance encountered with the palmaz genesis when accessing the target site and the stent delivery system (sds) could not track through the vessel. The stent graft was slightly overlapped in the target site. When strong force was applied, the stent slightly moved on the mounted balloon; however, it did come off of the delivery system. Therefore, the sds was removed from the patient. There were no reported problems removing the product from the patient and the product was completely removed successfully. The stent was then removed form the palmaz genesis and remounted onto the amiia pta balloon and advanced to the target site; however, the delivery system could not advance through the vessel and the stent was about to move again. The procedure was eventually cancelled. There was resistance encountered while tracking the sds to the target lesion because of the tortuosity of the vessel; therefore, it failed to cross the lesion. The stent was inspected before usage and it was properly adhered to the sds. There was no reported anomalies prior to use. The target vessel was moderately calcified and tortuous. There were no adverse consequences to the patient.

Manufacturer narrative:
This product has been returned for analysis; however, analysis has not begun. Additional information will be provided within 30 days of receipt.